Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). This is 1 of 2 reports of skin reaction with systemic allergic reaction with anaphylaxis that occurred two separate times. Please see related records (B)(4).

Event description:
Dexcom was made aware on 06/18/2024, that on (B)(6) 2024 the patient experienced a skin reaction. The sensor was inserted into the abdomen. Date of event is an approximation. It was reported that the patient experienced a systemic allergic reaction from the g6 and the g7 sensor wire and this record captures one event. The event occurred on an unspecified number of days after the sensor had been inserted in the abdomen. The patient developed a rash at the insertion site. She had a systemic allergic reaction to the sensor wire and had difficulty breathing and "congestion". Prior to sensor insertion the area was prepped with alcohol. The patient applied otc topical calamine lotion to the reaction area. At the time of report the patient confirmed the symptoms subsided after she removed the sensor. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.